Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm force bipolar instrument's jaws did not line up. The procedure was completed but no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent grip tip, causing them to be misaligned. The offset at the tips was 1.73mm. This causes the jaws not to line up. The grips were not found to be cracked. Further inspection found the molded insulator to be cracked. Additionally, the instrument was found to have a cracked molded insulator on the jaw. The crack measures approximately 1.66mm in length and is located on the inner face of the jaw. The crack in the molded insulator causes it to appear dislodged. The grip base for the grip with the cracked molded insulator does appear to be bent. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.